Event description:
It was reported that prior to coronary drug eluting stenting treatment procedure, a device malfunction was found. When removing the taxus express2 2.75 x 20 mm drug eluting stent from the dispenser coil it was noticed that the stent was not crimped properly on the distal end. The product was not used for the procedure and there were no reported patient complications.